Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left circumflex (lcx). After a stent was implanted, post dilation was performed using a 2.50mm x 12mm maverick²¿ balloon catheter. It was noted that the balloon ruptured. The procedure was completed with a 3.00x8 and 3.5x8 quantum balloon catheters. No patient complications were reported and the patient's status was stable.